Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The device was returned to olympus for evaluation and during the evaluation it was uncovered that the light guide rod lens was cracked. It was also uncovered that the charge-coupled device cover lens had a sharp edge (snag). It was observed that the plastic distal end cover was cracked. It was also observed that the glue of the bending section cover was separated. It was observed that the bending tube was deformed, and the connecting tube had buckles. It was also observed that the key top 1 collapsed and the switch box unit was scratched. It was observed that the switch box unit was scratched. It was also observed that the universal cord had buckles. It was also observed that the connector was broken. Lastly, it was observed that the electrical connector unit was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope tested positive for microbial contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 230 colony forming units (cfus) of pseudomonas aeruginosa. During the second sampling, the scope tested positive for 0.5 cfus of pseudomonas aeruginosa. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Correction to h10: the customer's culture results were received at the time of the initial report, confirming the customer's allegation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.